Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an aneurysm in the moderately calcified, moderately tortuous right coronary artery. Pre-dilatation was performed with an unspecified 2x12mm balloon. A 2.8x19mm graftmaster covered stent delivery system was advanced but failed to cross due to the anatomy. After removal, an unspecified device was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device which identified a proximal shaft separation. Additional follow up with the account confirmed the correct device was returned and that they were unaware of any material separation, which likely occurred during handling or packaging of the device for return to abbott vascular. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: type of investigation code 4115 removed and 10 added. H6: component code 525 added.